Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was unable to inflate after insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, the balloon was allegedly unable to be inflated.

Manufacturer narrative:
Received 1 used silicone catheter. Per the visual inspection, no obvious defects were found and no manufacturing defects were observed. During the functional evaluation, the returned sample was inflated with air and deflated without any problems. The catheter balloon was then inflated with 10cc of a mix of tap water and blue methylene, using a syringe. The catheter was then deflated without difficulty, by itself, using a syringe. No occlusion and/ or leaks were found. The reported issue was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 14 fr. And larger (5cc balloon): use 10cc sterile water. Do not exceed recommended capacities." (B)(4).

Event description:
It was reported that after insertion, the balloon was allegedly unable to be inflated.